Event description:
Customer activated a pod while in the car so she was "doubled over." The pod was worn for about 2.5 days. On the last day of wear, she reported a blood glucose (bg) of 303 mg/dl at 8:56 pm; she gave a correction bolus of 7.5 units. Customer deactivated the pod at 10:14 pm and about 1 hr later (when she called the pod in) her bg was 385 mg/dl. She reported the cannula "popped out," insulin was leaking and she felt wetness. Customer also reported the insulin looks "bubbly," but also that she is in a "half dark room." We do not expect the product to return for eval.

Manufacturer narrative:
The pod was not returned for eval. We are unable to confirm any product malfunction or defect that may have caused or contributed to the customer's hyperglycemia. A dislodged cannula has the potential to reduce insulin delivery and may therefore lead to hyperglycemia. This product condition cannot be confirmed since the device was not returned. Product lot qualification records were reviewed and determined to have met all acceptance criteria. The omnipod's user guide warns, "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hrs after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." The user guide also warns, "...if you experience unexpected elevated blood glucose levels, change your pod."